Event description:
It was reported that the patient experienced high blood glucose after a missed meal announcement while using the ilet, with a peak reading of 246 mg/dl; troubleshooting and education were provided regarding meal announcements and allowing the system to auto-correct. As it had been an hour since the user's meal, they were advised to not announce and allow corrections algorithm to take over. Symptoms included hyperglycemia. Outcomes included correction of glucose per device algorithm and subsequent return to lower glucose as reflected in reports. Investigation included review of device-reported data and user narrative. Investigation of this case revealed use-related error due to a missed meal announcement with the device functioning as designed to deliver automated correction. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.